Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their stimulator was giving them problems 2-3 years prior to the date of this report. The patient stated that they saw their healthcare provider (hcp) at that time and resolved the issue. The patient also mentioned that their device had reached a normal end of life (eol) battery status and they were requesting physician listings. No patient symptoms were reported. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.